Manufacturer narrative:
(B)(4).

Event description:
It was reported "the pump alarm gas leakage. After stopping iabp, the patient's blood pressure did not drop significantly. The catheter was immediately removed. After the catheter was removed, the test revealed that the balloon was leaking". The iab catheter was removed and not replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint of "balloon was leaking" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported "the pump alarm gas leakage. After stopping iabp, the patient's blood pressure did not drop significantly. The catheter was immediately removed. After the catheter was removed, the test revealed that the balloon was leaking". The iab catheter was removed and not replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".